Manufacturer narrative:
Correction to h6 based on additional information received. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The device was returned for evaluation. The received device was visually examined, and the following was observed: esheath+ shaft was curved, esheath+ liner torn along the entire sheath shaft length, kink at sheath shaft at 11cm from distal strain relief, and scratches were observed along sheath shaft. Dimensional testing was performed on the returned device. During dimensional testing, the liner thickness was measured along the liner tear. All measurements were found to be within the specification. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided by the site, and the following was observed: the introducer was fully inserted through the esheath+ and exiting the esheath+ at middle shaft through the liner. The liner was torn along esheath+ shaft. The reported event for esheath liner torn was confirmed by visual examination of the returned device and provided imagery. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the complaint event. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (tortuous femoral anatomy) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards france affiliate, during a left transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the esheath+ observed to be torn upon removal of the devices post successful deployment. There were not difficulties removing esheath+ or delivery system. However, the patient was bleeding due to a femoral artery dissection, and the closure device not closing. The team implanted 3 covered stents to achieve hemostasis. The patient was fine post procedure. The perceived root cause of the event was tortuous anatomy. Per report, it was suspected that the liner of the esheath+ was torn during removal of the commander delivery system.

Manufacturer narrative:
Investigation is still ongoing.